Manufacturer narrative:
An event of mild perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported perivalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was chosen for a procedure. The annular dimensions of the native valve was approximately 35 mm. During procedure, proper sizing was performed, and the device passed through the sizer without issues. After implantation, during transesophageal echocardiogram (tee) echocardiogram (echo) evaluation a mild to moderate periuvular leak (pvl) was observed, and the device was explanted. Subsequently, a new 25mm epic plus mitral valve was re-implanted while patient on bypass. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.